Event description:
The customer reported that the external paddle set failed to discharge during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the external paddle set failed to discharge during testing. There was no pt involvement. The device was evaluated by a philips field service engineer (fse). The symptom was confirmed. The issue was localized to failure of the external paddle set. The paddle set was replaced to resolve the issue. The device passed all testing and was placed back into service. Trending for this issue supports that there is no design, manufacturing, materials, or labeling problem. No further investigation or action is warranted.